Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
The customer reported, via the FDA medwatch program (report number mw5072672), that after completion of an image-guided fess, the rotatable blade from the cutting bur (inner blade) was expelled from the barrel (shaft/outer blade). The patient was not affected by this event.